Event description:
During a pre-discharge follow up, a loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and a lead dislodgement was observed. The physician attributed the cause of the lead dislodgement to excessive post-implantation patient movements. The lv lead was repositioned to resolve the event. The patient was stable.